Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient's transfer set was cracked at the blue mainbody. The transfer set was in use for a week at the time the damage was noted. The patient's transfer set was changed out to a new one to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification which identified a crack in the main body. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing. All functional testing performed with acceptable results. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.